Event description:
The hospital reported that the endoscopic vein harvesting kits have been changed. The hub (btt short port) has a different material that does not slide smoothly into patients' legs. The hospital stated that "the old [btt short port] was much nicer" and " I don't know if anything can be done." The same devices were used to complete the procedures. The hospital will reportedly not be returning any devices in question as they were discarded. The hospital did not provided exact event dates, device lots numbers, or patient information.

Manufacturer narrative:
Since the device(s) is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number(s) are unknown. (B)(4).